Manufacturer narrative:
This follow-up report is being submitted to relay additional information. (B)(4). Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no were trends identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent bearing revision five months after initial left knee arthroplasty due to infection.

Manufacturer narrative:
(B)(4) concomitant medical products: oss poly tibial bushing 7 cat#: 150476, lot#: 554470, oss reinforced yoke cat#: 150493, lot#: 371430, oss poly femoral bushings cat#: 150477, lot#: 328870, oss poly bumper lock pin cat#: 150510, lot#: 276090 , oss tibial poly bearing cat#: 150415, lot#: 874810, 1/8 quick rel drl cat#: 32-486265, lot#: 238760, oss non-mod tibial plate cat#: 161042, lot#: 037590, oss femoral cat#: 150357, lot#: 974400, series a pat std 34 3 peg cat#: 184766, lot#: 914970, intramedullary plug xl cat#: 130615, lot#: 538740, oss cemented im stem cat#: 150370, lot#: 722420, oss tibial blk aug cat#: 150427, lot#: 376230 . Customer has indicated that the product will not be returned to zimmer biomet for investigation, as product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2017 - 09676, 0001825034 - 2017 - 09677, 0001825034 - 2017 - 09678, 0001825034 - 2017 - 09679, 0001825034 - 2017 - 09680, 0001825034 - 2017 - 09681. Product location is unknown.

Event description:
It was reported that the patient underwent bearing revision five months after initial left knee arthroplasty due to unknown reason.